Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level ranged between 360-487 mg/dl with diabetic ketoacidosis (dka). An infusion set change was performed to address the occlusion and an insulin pen was administered to address bg/dka. Customer was hospitalized and treated with intravenous drip and insulin pens. Customer was released approximately 6 hours later with no permanent damage.